Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s ipg became inoperable and was unable to communicate with external devices. As a result, surgical intervention was undertaken on (B)(6) 2024 where the ipg was replaced to address the issue. Reportedly., therapy was restored post op.

Manufacturer narrative:
Correction: b5: correct reason for replacement added. H6: codes updated to reflect the correct reason for replacement.

Event description:
Additional information indicates that the patient did not charge their ipg as recommended. As a result, the ipg became inoperable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.